Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capturing intermittently post-implant and was subsequently explanted and replaced due to dislodgement. The right atrial (ra) lead was explanted and replaced during the same procedure due to dislodgement. No patient complications have been reported as a result of this event.